Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Additionally, the pump's usb port was bent. There was no reported adverse impact to the customer¿s blood glucose level. At the time of report the customer had stopped using pump and was receiving insulin via IV per health care provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.